Event description:
Customer reported that their pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level. A replacement pump was sent to resolve the issue.